Event description:
It was reported that approximately 149 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, osteolysis, aseptic loosening, severe reactive synovitis and joint effusion and significant metallosis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices unknown the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5 the following sections were corrected: h6.

Event description:
Additional information received via operative report stated that the patient was evaluated by the surgeon and presented with significant periprosthetic osteolysis and aseptic loosening of their right total knee arthroplasty with associated pain refractory to comprehensive nonoperative management. The operative report further notes that there was severe reactive synovitis and joint effusion consistent with polyethylene wear and component loosening. Additionally, there was significant metalosis. There was no evidence of gross infection. A total synovectomy was performed and fibrotic tissue was removed. On inspection, the femoral component was grossly loose and was easily disimplanted. Notably, there was complete debonding of the femoral component with no evidence of an implant-cement interface. Upon removal of the cement, there were uncontained osteolytic defects involving the medial and lateral femoral condyles which were also thin and unsupportive. The tibial component was found to be loose. The cemented tibial component was explanted without difficulty using instruments to disrupt the implant-cement interface with minimal resultant bone loss. The patellar button was inspected and determined to be loose. As such, the patellar button was removed. The patient emerged from anesthesia and was transferred in stable condition. Additional information received from the facility states the patient was revised due to femoral knee debonding/loosening and polyethylene wear of the left knee joint prosthesis. The insert had no markings but visible fracture damage.